Event description:
Patient had port accessed with a 20g 3/4" safestep huber needle set, placed in the pediatric heme/onc clinic prior to admission on inpatient peds. Patient developed hole in tubing closest to patient. Port had to urgently be re-accessed due to critical med needing to be given at that time. I am aware of this exact thing happening to the same patient with the same product on her last admission, and also the same thing happening with a different patient with the same product. So this makes 3 times in about a month that this product has developed a small hole. FDA safety report ID# (B)(4).